Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 012 alarm. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: during investigation, the alarm history showed evidence of one cs012 alarm. A 24hr duration test was successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture or defects to the pcb or internal components was found. Battery compartment is cracked above & below the bumper pad.